Event description:
False elevated accutni and ckmb results obtained on access immunoassay system. Earlier in the day the lab had called the hot line due to wash valve errors. (This is prior to the report of erratic accutni and ckmb recoveries.) Customer was directed in cleaning the wash valves and then instructed customer to prime fluid, and then run quality control materials at the completion of the task. The investigation discovered that accutni and ckmb quality controls were out of range high prior to the wash valve errors and the cleaning. The customer did not run the controls as instructed after the cleaning as well. Further investigation discovered that the "stator" and "gasket" within the wash valve had been replaced backwards. Once corrected, controls were within range. Results were reported but they were questioned and customer states there have been no reports of treatment initiated or withheld.